Event description:
Information was received indicating that this syringe infusion pump exhibited accuracy issues. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion pump was returned for analysis. Visual inspection performed and product found to be good condition. Customer's complaint of delivery accuracy was not verified. The event log does not show any related errors. Service greased the pump and ran functional testing. Use testing was performed. The problem source is unknown.